Event description:
Revision surgery - due to the 3.2 drill bit breaking off during use of the power angle drill application. The surgeon commented the screw hole may be undersize or the porous coating interfered with the drill.